Event description:
After the pump refill, the patient was doing fine and was receiving effective therapy.

Event description:
It was reported that the patient missed their refill date and the low and empty reservoir alarms occurred. The patient was reportedly slightly more spastic at the time of the event and had taken two doses of oral baclofen within 12 hours of coming to their refill appointment. When the pump was refilled the pump print out showed 40.8 ml dispensed since the last update and 0.5 mls were aspirated from the pump. The pump was refilled without difficulty. The pump was delivering gablofen at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).